Event description:
Newborn had orogastric tube in place. Was noted to have coffee-ground emesis. Nurse attempted aspiration and flushing of tube; was unsuccessful. Orogastric tube removed. Was found to be absent the two holes on the sides of the distal end of the tube. Another orogastric tube was inserted; was easily aspirated.